Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. On the following day, thrombus had occluded the entire length of the contralateral leg component. A thrombectomy was performed and two stents were implanted inside the previously implanted contralateral leg component. The occlusion was successfully repaired; the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2007, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt231216/lot#04874042), a gore excluder aaa endoprosthesis contralateral leg component (pxc121400/lot#04792885), and a gore excluder aaa endoprosthesis iliac extender component (pxl161207/lot#04737089) were implanted.